Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks post implant of the implantable pulse generator (ipg) system the patient experienced an infection. It was further reported that the suspected source of the infection was an abscessed tooth and that the patient experienced a urinary tract infection. The ipg system was removed. No further patient complications have been reported as a result of this event.